Event description:
In 2008, the facility reported to the australian baxter affiliate that on that day, a male pt undergoing cardiac surgery was receiving an infusion of noradrenaline at a rate of 10 mcg/minute on a colleague triple channel infusion pump. At the time of the infusion, the pt was compromised and needed an inotrope infusion for a systolic blood pressure (bp) was 105 and a mean arterial pressure (map) of 68. The triple pump alarmed "air in the line". The nurse removed the line from the pump and moved the slide clamp (as had been instructed by baxter during education sessions). The nurse then reinserted the line into the pump and unclamped the line; as she did this she noticed a bp of 200+ and it was felt that the pt could have rec'd a bolus dose of the inotrope. On five days later, the baxter local complaint coordinator was informed by the facility that they were unable to determine which pumps were being used during the incidents, but has provided a list of the 15 pumps that were located on the intensive care unit (ICU) floor. As part of the investigation, baxter will attempt to determine which pump was used for each incident. The pumps will be initially evaluated in an attempt to link the devices to the specific incidents.

Manufacturer narrative:
The pump is not available for eval. The device has been requested but has not been rec'd. Should the pump be rec'd for eval, a f/u report will be filed upon completion of the evaluation or if add'l info becomes available.